Event description:
A resident was being transferred from bed to wheelchair via ceiling lift with 2 staff assisting. Once positioned over wheelchair the carry bar became dislodged from ceiling strap and fell into wheelchair.